Manufacturer narrative:
Investigation summary: this complaint is for misidentification of staphylococcus saprophyticus as staphylococcus aureus when using phoenix panel pmic/ID-107 (catalog number 448607) batch number unknown. Customer returned panels, isolates or phoenix generated lab reports were not available for the investigation. The batch number was not provided; therefore, this complaint is unconfirmed. A review of quality notifications could not be performed since a batch number was not provided. A review of complaints could not be performed since a batch number was not provided. Complaint trending was performed, and no trends were identified associated with this defect. Bd plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-107 a patient urine isolate (staphylococcus saprophyticus) was misidentified as staphylococcus aureus. The user verified the final result using microbiology bacterial culture and basic workup and a reference laboratory. No health impact or consequence reported.

Manufacturer narrative:
D4. Medical device lot #: unknown d4. Medical device expiration date: unknown. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA /510(k)#: k020322, k021954, k023273, k023301, k024152, k030677, k031306, k031679, k032131, k033784, k033907, k040006, k040106, k040716, k050089, k050555, k051689, k053241, k060214, k060217, k060218, k060493, k070809, k082538, k082852, and k131331. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4. Device manufacture date: unknown.

Event description:
It was reported while using the bd phoenix¿ pmic/ID-107 a patient urine isolate (staphylococcus saprophyticus) was misidentified as staphylococcus aureus. The user verified the final result using microbiology bacterial culture and basic workup and a reference laboratory. No health impact or consequence reported.